Event description:
It was reported that the pt was involved in a fight in the schoolyard in 2003. The pt's head was struck by a fist. At first the pt's hearing perception was quieter, then in january 2003, whilst at the clinic, pt suddenly could no longer hear at all.